Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported electrical sparks. It was reported that during patient use, when the ac power cord was plugged into ac power, the nurse noted sparks from the ac cord. No specific event details were provided. The device was removed from clinical service. There were no reported adverse effecfts to the patient or nurse and there was no reported delay of therapy critical to this patient. Though requested, no additional information was provided.